Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead did not find any anomalies related to the lead body insulation. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for over sensing was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two days following implant, non-sustained right ventricular oversensing (nsrvo) episodes causing loss of pacing were observed. Abbott technical support was contacted and stated the nsrvo was likely due to myopotential oversensing and recommended reprogramming. The patient was seen again for in-clinic follow-up and lead noise was reproducible during provocative testing. Reprogramming was completed; however, the event was not resolved. The lead was then replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Further information was received indicating the rv lead was explanted and replaced. The patient was stable.